Manufacturer narrative:
The device was not returned for evaluation, therefore a no product return engineering evaluation was performed.  Review of procedural imagery/photographs was performed, and the following was observed: delaminated liner material near the distal tip. One (1) bent strut at the inflow observed. One (1) strut bent outward (>90 degrees) at the inflow. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for sheath distal tip ¿ liner delamination and sheath shaft ¿ resistance with delivery system was confirmed based on the provided imagery. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. For the complaint of sheath shaft resistance with delivery system bc, per the procedural training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ as reported, the patient has severe calcification and peripheral vascular disease (pvd). Pvd can contribute to the narrowing or blockage of the vessel. Since difficulties navigating through the vasculature were expected, the shockwave procedure was planned prior to tavr to debulk calcium build up. The presence of calcification, in addition to an undersized vessel due to pvd, can create challenging pathway for delivery system insertion through the sheath and can prevent the sheath from fully expanding leading to the high resistance and push force experienced. These patient conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of resistance. However, a definitive root cause was unable to be determined at this time. A product risk assessment was initiated to capture the product risk assessment for the issue. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. For the complaint of sheath distal tip liner delamination, as reported, ¿the first 23mm tavr entered the body but right before they were to align the balloon catheter and it was noticed that a part of the valve stent frame was bent backward so the entire delivery system and catheter were pulled back into the sheath and removed entirely together so to protect the peripheral vasculature.¿ it is possible that difficulty was encountered during delivery system retrieval due to valve bent strut, so additional manipulation was applied to overcome the resistance. If excessive force is applied to manipulate the device, it can cause the bent strut to catch the sheath during retrieval and result in liner delamination. As such, available information suggests that procedural factors (excessive manipulation / bent valve strut) contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor product risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5. The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a thv territory manager, during a transfemoral tavr, severe peripheral vascular disease was noted.  Shockwave was planned for and performed to prep the vessel two times prior to placing the esheath. Balloon angioplasty was also used prior to sheath entering the patient. There was significant resistance as the valve was passed through the sheath-even after shockwave was used. The first 23mm valve entered the body, but right before they were to align the balloon catheter it was noticed the valve stent frame was bent backward.  The entire delivery system and catheter were pulled back into the esheath and removed together. There was no difficulty withdrawing with the bent valve strut. A new system was prepped and delivered successfully. There was no injury to the patient. The perceived root cause of the bent frame was calcium in the peripheral vasculature which was attempted to debulk using shockwave technology; however, the operators concluded that the severe calcification must have bent the valve back as it was going through the sheath. Per the images provided, the esheath appeared damaged with liner delamination. There was no device manipulation after the procedure. The device was analyzed to see the bent valve strut could be seen; however, under examination the strut must have bent back into place as it came back into the sheath.

Manufacturer narrative:
UDI: (B)(4). The investigation is in progress, a supplemental report will be submitted. See related MDR 2015691-2020-14358 for the valve.

Event description:
Edwards received notification from a thv territory manager, during a transfemoral tavr, severe peripheral vascular disease was noted.  Shockwave treatment was performed to prep the vessel 2 separate times prior to placing e-sheath and valve. The first 23mm valve entered the body, but right before they were to align the balloon catheter it was noticed the valve stent frame was bent backward.  The entire delivery system and catheter were pulled back into the esheath and removed together as to protect the peripheral vasculature. A new system was prepped and delivered successfully. There was no injury to the patient. The perceived root cause of the bent frame was calcium in the peripheral vasculature which was attempted to debulk using shockwave technology; however, the operators concluded that the severe calcification must have bent the valve back as it was going through the sheath. Per the images provided, the esheath appeared damaged with liner delamination.